Event description:
It was reported that during a scheduled sinus procedure, a powered debrider was being used with 60 degree blade. [The 'tip popped' and unwound during surgery]. It was reported that there was no patient impact. The case was completed without difficulty.

Manufacturer narrative:
(B)(4). Device analysis results: sample was returned to the quality engineer with original inner pouch and label identifying sample as item (B)(4) rad 60 blade, 4mm from lot # h8075747. The spiral wrap was slightly unwound at the first wrap. The hub was examined under 20x magnification. No anomalies were apparent on hub and all four hub chevrons were undamaged. There is no evidence to indicate that the blade had been improperly loaded or otherwise misused. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. The straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces.